Event description:
It is reported that the device was implanted in 2006, and revised in 2009, due the tibia becoming loose, which led to pain.

Manufacturer narrative:
Evaluation summary: x-rays were not returned for review. The tibial baseplate and articular surface were returned for review. The tibial baseplate had a small amount of cement on the base of the tibial tray, but not on the keel. Some possible causes for the tibial baseplate loosening could be due to (but not limited to) the following: inadequate amount of cement placed around the keel, excessive pt weight, or possible subsidence of the tibial component from poor bone quality. Based on the available info, a definitive root cause cannot be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.